Manufacturer narrative:
(B) (4) the (B) (6) department was contacted to attempt to obtain a possible lot number for the homechoice cassette that may have been involved in this incident. (B) (6) indicated that the patient received a shipment of homechoice cassettes on november 9, 2009 (lot number h09i05035) and december 7, 2009 (lot number ho9j28028) therefore, a manufacturing batch record review was performed on both lot numbers for possible involvement. The review identified no issues during the manufacturing process or deviations from standard procedure.

Event description:
The facility reported a colleague infusion pump with a malfunction of over infusion on channel c. The event was reported to have occurred during programming / setup. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B) (4), sample discarded by the consumer.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) device during drain 4 of 4. The technical service representative (tsr) explained the alarm and had the home patient (hp) cycle the power. A system error 2367 then alarmed. The tsr had the hp cycle the power again. The tsr was unable to confirm the cause of the alarm. The hp ended the call after the alarm was cleared and explained. The hp was connected during the alarm, but had disconnected after not being able to clear the alarm and would be starting over with new supplies for the next therapy. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. On (B) (6) 2010, a follow up call was made to the home patient's nurse who stated that the home patient was in the hospital due to re-occurring peritonitis. The nurse stated that the home patient had a case of peritonitis on (B) (6) 2009. The nurse stated that the home patient stored his boxes out on his porch where there were birds nesting in the plants near the boxes and there were bird feces on the boxes that were open. The nurse stated that the bags were not open just the boxes. The nurse also stated that the temperatures outside was very warm at that time as well. The nurse had advised the home patient to store the boxes inside the house. The nurse also stated that she has trained the home patient on using the cxd device correctly. This episode of peritonitis was diagnosed as staph cohnii. The current episode of peritonitis was diagnosed on (B) (6) 2010. The nurse stated that this is a staph co ag negative but the type is unknown at this time. The patient's white blood count was 5265, eosinophils were 3 and lymphocytes were 4. The doctor has this reported as recurrent peritonitis. On (B) (6) 2010 the writer placed a follow up call to the patients nurse. The nurse stated the patient is still receiving antibiotics but is home from the hospital and much improved. Peritoneal dialysis (pd) therapy is ongoing.